Manufacturer narrative:
During the bench evaluation, error logs revealed that the battery was at the end of its life, which caused the device to fail the operational test. The customer confirmed that they have a new replacement battery on hand at their facility and will be responsible for its installation, as well as any potential damage it might cause to their equipment. Therefore, at the customer's request, no parts were replaced.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device is not working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.